Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump received with cracked case at lcd window corners, reservoir tube and battery tube threads.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. Customer's blood glucose reading was 21 mg/dl when paramedics arrived, customer stated that she was very active and nursing through out the day prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.